Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were surgically explanted due to oversensing of noise, resulting in 2 inappropriate shocks. A new cardiac resynchronization therapy pacemaker (crt-p) device system was implanted. No additional adverse patient effects were reported. New information was received indicating that this electrode will not be returned for product analysis.if pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The electrode was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the report complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of over-sensing of noise resulting in an inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were surgically explanted due to oversensing of noise, resulting in 2 inappropriate shocks. A new cardiac resynchronization therapy pacemaker (crt-p) device system was implanted. No additional adverse patient effects were reported. New information was received indicating that this electrode will not be returned for product analysis.